Manufacturer narrative:
The suspect device was not returned for evaluation. However, photographs of the defect were provided. Based on the photos, the complaint is confirmed. Root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Manufacturer narrative:
The suspect device is not expected to return for an evaluation. A supplemental report will be submitted once the evaluation has been completed. A review of the manufacturing history record is in progress.

Event description:
The account alleges that an elderly male patient presented with an ischemic stroke and was brought in for a mechanical thrombectomy. The physician used a merit 4f h1 diagnostic catheter with a terumo guide wire for this procedure. As soon as the diagnostic catheter was advanced over the terumo guidewire via the right femoral artery, the diagnostic catheter detached into two pieces. This was verified under fluoroscopy. The physician used a vascular snare device to retrieve one foreign body from the patient. The other foreign body migrated into the patient's anterior tib artery. The patient will require the surgical removal of the remaining foreign body.